Event description:
The customer called and reported experiencing unexplained high blood glucose that went over 400 mg/dl. Customer had woken up with 170 mg/dl blood glucose and delivered a correction. She stated she had disconnected and suspended the insulin pump to take a shower, reconnected and filled the cannula for the amount she was in the shower for. An hour later was when customer discovered the high blood glucose. The customer did not have time to perform troubleshooting and was advised to call back to do so.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.